Event description:
Iabp pump alarming for check cath. Cath check ok & showers of blood noted w/lots of condensation. Balloon ratio down to 1:3 & augmentation decreased to 1/2. Patient vitals stable, no chest pain, no bleeding from balloon site. Card pulled iab cath pulled, manual pressure applied & femstop. Iab cath checked, patient remained stable after removal & no hematoma to site.